Manufacturer narrative:
The insulin pump powered up properly after battery installation. Device received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected white display noted. Hardware low levels alarm confirmed in the pump history due to cold solder joint on u1 keypad assembly. Device received with cracked select button keypad overlay, serial number label fading and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump went blank only showing logo. Insulin pump restarted after rewinding, but failed self-test and then received a pump error 63. Customer's blood glucose was 10 mmol/l. Insulin pump would be replaced.